Event description:
The customer reported that while pipetting an hcv plate on summit, it was observed that low sample or reagent was delivered to control positions a2 through a6. No error was generated by the summit. No death or serious injury was associated with this incident.